Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's lid magnet was missing. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device's lid magnet was missing. After replacing the lid, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.